Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised due to periprosthetic fracture. A 36 + 5mm biolox head and #10 secur-fit stem were explanted. Spoke to rep: the fracture occurred on the femur bone, about half way up the length of the stem, but the stem was not fractured. There are no allegations against the revised head. Rep confirmed that no further information will be released by the hospital or surgeon.